Manufacturer narrative:
As received, a complete lead was returned in one piece for analysis. The reported events of inadequate capture and p-wave amp variation were not confirmed. Visual and x-ray inspection and electrical testing found no anomalies.

Event description:
It was reported that the patient presented for a follow up in clinic. The patient's right atrial (ra) lead exhibited high capture threshold and variable sensing p-waves. The lead was explanted and replaced. The patient was stable.